Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. Stem extension straight 15mm dia x 100mm length item# 00598801015 lot# 64303799 MDR: 0002648920-2022-00142. Femoral component size f left item# 00599401691 lot# 64263940 MDR: 0001822565-2022-01785. Articular surface 12 mm height item# 00596205112 lot# 63614053 MDR: 0001822565-2022-01786. Stem extension straight 15mm dia x 30mm length item# 00598801215 lot# 64394745 MDR: 0002648920-2022-00143.

Event description:
It was reported by 411 that a patient underwent a knee arthroplasty. Subsequently, 2 years 10 months post implantation, the patient is being considered for a revision on an unknown day for an unknown reason. The sales representative was requesting implant availability.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of the receiving inspection report(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.